Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was received with the dog chew marks at the case bottom causing the case bottom to be broken off from the pump case. Performed a visual inspection and found physical damage (dog chew marks) and moisture damage on the pcba 1 and pcba 2. The force sensor had moisture damage. Blank display was confirmed due to physical damage and moisture damage on the electronic assembly. The test p-cap and reservoir will not lock in place in the reservoir compartment due to severely damage reservoir compartment and missing retainer ring from the dog chew marks. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, dog chew marks (at the reservoir compartment, keypad, case bottom display window cover and case), missing retainer ring and missing reservoir tube o-ring. Unable to perform the history review 1 week prior to the 25-sep-2024 due to blank display. Unable to generate the power management graph due to blank display. Blank display was confirmed due to physical damage and moisture damage on the electronic assembly. Cosmetic damage (dog chew marks) was confirmed at the reservoir compartment, keypad, case bottom display window cover and case. Reservoir unable to lock into place confirmed. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.